Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: during investigation, the basal total daily dose appeared to be inaccurate due to the user manually changing the date. The basal change history also showed changes to the basal rate from 0.475u/hr to 0525u/hr. The basal change history also appeared to be inaccurate due to manual suspends and resumes. The pump was exercised for 24 with no errors occurring. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found ot be delivering accurately and within range. There were no delivery interruptions or errors during the investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.